Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information has been requested, no response has been received to date. (B)(4)

Event description:
Ees team met with the surgeon and observed cases. The team and surgeons were unable to identify clear root causes, but the firing technique suggestions and improved swishing techniques may reduce the likelihood of future issues.

Manufacturer narrative:
(B)(4).